Event description:
It was reported that the patient underwent a reimplant procedure, although the event was initially classified as a full system revision. Follow-up with the patient's case manager revealed that the patient had undergone system explantation the previous year due to an infection. The reported procedure therefore represented reimplantation of the vns system following resolution of the infection, rather than a full revision of an active implant. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. No other relevant information has been received to date.